Event description:
It was reported that they are returning their unit to elsg for svc. Description of failure: the green cable connection is damaged: error codes. No further info is available. No reported pt consequence.

Manufacturer narrative:
Eval summary: based upon the inquiry info received, visual and functional examination; the unit was found to require the interface board and black cable to be replaced. The device was functionally tested, met all prod requirements and returned to the customer.